Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure is attributed to a component failure. A review of the instrument log for the tenaculum forceps (part # 470207 / lot # n101806200012) associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(6) 2020 on system sl0361, with 6 uses remaining. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction identified through failure analysis could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the metal cable of the wrist was damaged. The procedure was completed with no reported injury.